Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a stroke on (B)(6) 2016 which resulted in partial paralysis. On (B)(6) 2017, after discussing the risks of the surgery, the patient requested that the pump be explanted. During the surgery, the patient went into cardiac arrest and expired. The explantation of the pump was not completed. No additional information was provided.

Manufacturer narrative:
The pump was not explanted. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.